Manufacturer narrative:
Covidien reference : (B)(4). Date of initial report: 08/02/2016. Date of follow-up report: 09/16/2016. One force fx8c was returned for evaluation. The returned sample met specification as received by medtronic. The customer reported condition of high cut energy delivery during operating of unit was not confirmed. The investigation found the device to function normally and within specifications. The probable root cause was found to be that the surgery staff was using the generator on high settings during a demonstration. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident unit has not been received for evaluation by covidien. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the generator was in use during a procedure in which a patient was burned. The doctor also reported high cut energy delivery during operating of the unit. No additional information was provided by the facility.